Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) impedance, sensing integrity counter (sic) and potential t-wave oversensing (twos). An svc coil fracture was suspected. The svc coil was disabled and the rv lead is being used as a single coil lead. No patient complications have been reported as a result of this event.